Manufacturer narrative:
On april 12, 2023, an analysis of the suspect medical device's photo was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year old caucasian female patient underwent primary breast augmentation with two 375cc mentor memorygel breast implants. Post-operatively, the patient suffered from unexplained eye inflammation, dry and painful eye, rash on the back of the neck, notable weight loss, low thyroid according to bloodwork, breast pain, sinus issues, rapid heart rate, heart tachycardia, joint pain, muscle pain, hair loss, skin sensitivity, gut and digestion issues, and fatigue. As a result, the patient underwent bilateral breast implant explantation surgery on (B)(6) 2023. During the surgery, it was discovered that the left breast implant was ruptured. Since the explantation, the inflammation and dry eye were gone and their skin has a healthy tone again. In addition, the patient's sinus, gut, sensitivity and fatigue were also gone. This medwatch form is for the right breast prosthesis.